Event description:
Procedure: nephrectomy. Reportedly, while firing on the renal vessels, it was not possible to open the instrument magazine. This occurred twice. Therefore, a resection of the tissue was necessary.